Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited a large decrease in the estimated battery longevity. Data analysis revealed the device exhibited an increased power consumption due to high atrial sensing rates as the patient was in atrial fibrillation (af). Device replacement was recommended, however the device remains in service. No adverse patient effects were reported.